Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, two past instances of low impedance were observed on the right ventricular lead. Electrical values were normal in clinic. No patient symptoms were reported. No changes were made and the patient would continue to be monitored.